Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported split, cut or torn material was not confirmed. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine, a conclusive cause for the reported split, cut or torn material. There is no indication, of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex artery. A guide wire (gw) was placed in the anatomy when a 2.5x18mm xience sierra stent was loaded and advanced when it was noted that the gw didn't emerge out of the [entry] part of the stent delivery system but rather came out at the side of the stent delivery system. It was reported that this occurred due to a hole/tear on the shaft of the xience sierra. It is unknown how the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.